Event description:
Manufacturer has been informed of a pt death alleged to be caused by peritonitis resulting from a burn injury to the stomach, during a laparoscopic cholecystectomy.

Manufacturer narrative:
Manufacturer will to try to obtain confirmation and details about the pt, the event, and the lot code of the device from the hospital where the alleged injury occurred.